Manufacturer narrative:
Analysis found that the bur was bent in multiple locations and broken into at least two pieces, the distal end was not returned. The proximal piece measured 1.07¿. The break point was consistent with being bent until broken and there were tool marks along the length of the piece. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was broken. There was no patient impact.